Manufacturer narrative:
(B)(6). Patient underwent esophgastrectomy (B)(6) with. Patient brought back to operating room (B)(6). The patient had to be brought back to the or again on (B)(6) 2016 for some type of thoracic procedure. The sale rep does not have any details other than it was approximately a two hour procedure.

Event description:
It was reported that during an esophagectomy procedure, the patient underwent surgery with two surgeons. The surgeons used a psee60a with one blue gst with seam guard for the gastric artery, five blue gst for stomach transection, 1 gold gst reload to transect proximal portion of esophagus and a pce45 and one ecr45w for common lumen anastomosis and one blue gst to trim anastomosis. Case went smooth, no negative feedback during initial case completion. The surgeon made a comment to use sutures at the intersection of staple lines and also that he cut between staples due to the knife blade not cutting all the way. The patient was brought back to or 9/12 with a potential leak, scoped by bar surgeon. The surgeon reported staple line dehiscence resulting in leak and necrosis to surrounding tissue. The surgeon reported two unformed staples proximal to the dehiscence, then long dehiscence and staple failure in middle of conduit. Anastomoses looked fine no leak noted. Stent placed in patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? N/a. Did the patient undergo preoperative chemo or radiation therapy? N/a. Can additional information be provided in regard to the shape and location of malformed staples noticed? There were 2 unformed staples much more proximal to the conduit. At the conduit there were many formed staples seen, but tissue appeared to have given way or separated near staple line. Dr (B)(6) commented today in office, that he feels that potentially a cartridge too small had been selected at the conduit (blue), in this case. Was a leak test or other diagnostics performed during initial procedure? No. How long post-operatively were issues identified? Six days. How were the issues detected? Endoscope post op by bariatric surgeon. How was the staple line dehiscence addressed? Stent placed by bariatric surgeon. Does the surgeon believe the quality of tissue played a role in the outcome? Bariatric surgeon that performed scope, and surgical oncologist wrote an email stating it was ¿hard to pinpoint.¿ that is all. Would the surgeon be willing to speak to ethicon medical and engineering? No.